Event description:
Info was provided to the MFR on (B)(6) 2011 that a (B)(6) year old pt with short bowel syndrome was at home with PICC. Because catheter rotating around hub - silicone strain relief collar detached from winged hub. Based on the info provided, a foreign object did not have to be retrieved from the pt. The catheter did need to be rewired to prevent further complications.

Manufacturer narrative:
Dates input as provided to MFR. Clarification requested, but not provided. (B)(4). No consequence to pt reported. Not labeled in the instructions for use. Event is still under investigation.